Event description:
Customer's sister reported that the customer had a high blood glucose reading over 600 mg/dl. She stated that the insulin pump alarmed for a motor error. She did not recall any significant events leading to the alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was treated with manual injection. She was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.